Event description:
The anchor broke off at the junction of the anchor and the tip of the metal shaft of the introducer. They were unable to use the anchor since the sutures came off with the introducer. Removing the embedded portion of the anchor would have created a large defect in the bone and the surgeon elected to use another technique to complete the procedure.

Manufacturer narrative:
No product is being returned for eval.